Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of vibration was confirmed. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was vibrating. It is known that the device was used in surgery. There were no patient or user injuries reported. It is unknown if medical intervention was reported. There was no additional information provided.